Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a substance on the shaft of three disassembled inserters, confirming the reported device contamination. However, visual inspection of the returned devices did not find any debris. Review of the device history records identified no deviations or anomalies during manufacturing. Supplier DHR was not requested as the instrument is cleaned and sterilized in the field. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2019 - 02132; 0001825034 - 2019 - 02133. Report source foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrumentation could not be cleaned properly. No patient or surgical involvement associated with this reporting. No further information is available.